Manufacturer narrative:
Conclusion: no device failure.no part/lot numbers provided for complaint review. The product was not returned.(B)(4)

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01553.